Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tws35 would not fire on the first attempt. They opened another instrument to complete the case. There was no conseqeunce to the pt.